Manufacturer narrative:
.

Event description:
Procedure type: unk. According the to reporter, since the pt's ribs were abnormally close (due to an unk condition), it required rocking of the port for insertion into the pt. It is believed that the port broke in half during this process. The port's pieces were, however, immediately retrieved with no impact to the pt. The operating time and incision were not extended as a result. Pt's current condition is well. No pt injury was reported.